Event description:
It was reported that insulin leaked from the reservoir and the customer was hospitalized twice due to high blood glucose. No further information was provided.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.